Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter additional phone #: (B)(6). Investigation summary: it was performed the DHR review and the manufacturing date for this batch was july 24th ¿ 26th, 2019. The process inspections were performed and no records of this incident were found. The current controls at manufacturing process to detect the incident are performed by visual inspection each 02 hours at 40 parts at the packaging process. No quality notifications (qn) related to the provided batch number were observed. No maintenance records potentially related to the incident were observed. Bd confirms the complaint and defect foreign matter. Images e sample was received, and it is possible observe foreign matter-ink. Root cause description: the foreign matter defect, according to the photo and sample submitted by the customer, was due to a mechanical failure in the batch number printer where there was a leak corresponding to a one-off equipment failure. Rationale: the incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that the needles had dark liquid foreign matter with a bd needle 18ga 1in blunt fill. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: two needles came with a dark solution.